Event description:
It was reported to medtronic minimed that the customer had crack on insulin. The customer reported no adverse event. The event involved product(s) mmt-1880l.troubleshooting was performed. The product mmt-1880l has been returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Customer returned pump for an alleged cosmetic damage located at the battery side found on 29-feb-2024. The pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a partially broken retainer, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a partially broken retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.